Manufacturer narrative:
The lead was returned in two pieces. Final analysis found that the distal insulation was abraded between 17 cm and 17.5 cm from the tip. The repetitive pattern of the damage suggests that it was caused by the wires of the proximal coil.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.